Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the probe damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the probe and jaw area: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that at the end of a total laparoscopic hysterectomy procedure, the tip of the probe fell off after it was withdrawn from the trocar. The tip did not fall into the patient. There was no reported patient injury. A probe damage error message also appeared. The procedure was completed with another thunderbeat device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, correct the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint. The probe tip was found broken off, and the device failed the electrical probe check.